Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose readings of 400 mg/dl and had a button error alarm on the insulin pump. Customer stated they have treated with a syringe. Customer further mentioned that they went on a run in the rain prior to the alarm. Customer also mentioned having a crack on the insulin pump. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Additionally, the insulin pump had intermittent button response due to corroded keypad traces also, has corroded battery tube. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. No button error alarms noted. No battery out limit alarms noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump passed basic occlusion and displacement tests. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and battery tube threads.